Event description:
Artifact on ECG waveform.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a follow up will be submitted. Attempts to recover additional patient information is ongoing.